Manufacturer narrative:
(B)(4).

Event description:
It was reported that: cracking of the introducer needle at the junction to the connector, initially fine hairline crack (aspiration via needle not possible, drew air), then complete rupture with detachment of the sharpened needle from the connector.despite external pressure of the vessel a haematoma developed. A pneumothorax was excluded sonographically, there was no other intervention and the patient's condition was not effected. Another site was used for insertion.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that: cracking of the introducer needle at the junction to the connector, initially fine hairline crack (aspiration via needle not possible, drew air), then complete rupture with detachment of the sharpened needle from the connector. Despite external pressure of the vessel a haematoma developed. A pneumothorax was excluded sonographically, there was no other intervention and the patient's condition was not effected. Another site was used for insertion.